Event description:
While investigating problems a customer was having with their pt circuits, the npb/mallinckrodt svc rep identified during the quick test that the ventilator was unable to produce the a05 obstructed tube alarm. The pressure transducer pca was removed and returned for investigation. All prior investigations for this malfunction type identified physical damage as the root cause.